Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq2777 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported ¿PICC removal due to rn unable to flush or withdraw from. 1/22 catheter declotted, still with issues at home. Pac placed 1/27 for further treatment/care. ¿ "kink at 5cm".